Event description:
The customer reported via phone call that they experienced high blood glucose of 443 mg/dl. Current blood glucose level was 339 mg/dl. Customer did not have any symptoms. Customer was assisted with troubleshooting. It was unknown that auto mode feature was active or not at the time of high blood glucose event. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.